Event description:
User facility reported that following a pre-hysteroscopy, which revealed a retroverted uterus, a novasure ablation was attempted. After several unsuccessful cavity integrity assessment (cia) tests the disposable novasure device was removed. The physician inserted the sound device and noted a uterine perforation. The ablation procedure was abandoned and the pt was admitted to the hospital where she received antibiotics and was placed under observation. During follow-up in 2009, it was reported the pt remained in the hospital overnight and was discharged the next day and that "no further treatment was required". A hysteroscopy, dilatation and curettage (d&c), and sounding (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warnings section: use caution not to perforated the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.